Manufacturer narrative:
The returned ll100 cryo gun was thoroughly investigated by our svc and repair dept and the reported condition could not be confirmed. The unit tested to specification and the tip would not come off. Please note - the only way the tip could come off is if it was not screwed onto the shaft properly. The threads were noted to be in perfect condition. (B)(4).

Event description:
Doctor was demonstrating the cryo gun and the tip blew off - it did not impact anyone. There was no pt involvement.